Manufacturer narrative:
Complaint conclusion: the delivery shaft and cover of a 5mm x 150mm 120cm smart flex vascular stent unloaded during release, making it impossible to continue to expand after half of the stent was released. The stent was removed after surgical incision of the blood vessel. The 100% occluded lesion was 4 mm in length with moderate calcification and no vessel tortuosity. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was angioplasty and stenting of the right lower limb. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion was pre-dilated prior to stent implantation with a 3×100 saber and saber 4×100 both at 8 atmospheres. There was 50% stenosis after pre-dilation. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. There was resistance during deployment. There was no thrombus present proximal to, at, or distal to the lesion site. Contrast was used and at a 1:1 contrast to saline ratio. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. The sds advanced past the lesion and then was withdrawn back into the lesion prior to stent deployment. The stent expanded fully, but one third of the stent had partial wall apposition. None of the stent had been pre-maturely deployed. The tantalum markers observed to open symmetrically. There was no unusual force applied during deployment of the stent. Other additional procedural details were requested but were unknown. The device was not returned for analysis. A product history record (phr) review of lot 153954 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent delivery system (sds)- deployment difficulty - partial deployment¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics of moderate vessel calcification and 100% chronic total occlusion (cto) may have contributed to the reported event. Additionally, procedural/handling factors may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, "safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported that the delivery shaft and cover of the 5mm x 150mm 120cm smart flex vascular stent system were unloaded during release, which makes it impossible to continue to expand after half of the stent was released. Finally, the stent was removed by surgical incision of the blood vessel. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product stored and handled according to the IFU. The product inspected and prepped according to the instructions for use. There was nothing unusual thing noted about the stent delivery system prior to use. The intended procedure was stenting angioplasty for right lower limb. T the diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion¿s vessel length is 4 mm. There was (B)(4) stenosis of the target lesion. There was moderate calcified lesion and no vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was resistance during deployment. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with a saber 3×100 and saber 4×100, both used at 8 atmospheres. There was (B)(4) stenosis after pre-dilation. Ultravist contrast was used and was mixed with saline with 1:1 ratio. There was no difficulty nor resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully but one third of the stent was partially apposition to the wall. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. The sds advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no unusual force applied during deployment of the stent. The stent was not pre-maturely deployed. The tantalum markers were observed to open symmetrically. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
Complaint conclusion: the delivery shaft and cover of a 5mm x 150mm 120cm smart flex vascular stent unloaded during release, making it impossible to continue to expand after half of the stent was released. The stent was removed after surgical incision of the blood vessel. The 100% occluded lesion was 4 mm in length with moderate calcification and no vessel tortuosity. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was angioplasty and stenting of the right lower limb. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion was pre-dilated prior to stent implantation with a 3×100 saber and saber 4×100 both at 8 atmospheres. There was 50% stenosis after pre-dilation. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. There was resistance during deployment. There was no thrombus present proximal to, at, or distal to the lesion site. Contrast was used and at a 1:1 contrast to saline ratio. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. The sds advanced past the lesion and then was withdrawn back into the lesion prior to stent deployment. The stent expanded fully, but one third of the stent had partial wall apposition. None of the stent had been pre-maturely deployed. The tantalum markers observed to open symmetrically. There was no unusual force applied during deployment of the stent. Other additional procedural details were requested but were unknown. A product history record (phr) review of lot 153954 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The device was returned for analysis. A non-sterile smart flex 5x150 vas 120cm was received coiled inside a plastic bag. An unknown 6f catheter sheath introducer was received also inside the plastic bag. Per visual analysis, the outer member was observed separated approximately at 8.6 cm from the strain relief. Also, outer member was observed kink approximately at 6.9 cm and 57.6 cm from the strain relief. Stent was returned deployed from the unit and covered with blood residues. No other anomalies were observed on the unit. Per dimensional analysis, usable length and outer sheath length of the unit couldn¿t be properly measured due to the kinked and separated condition of the unit, as received. Per functional analysis, deployment test couldn¿t be performed on the device since the outer member was received separated. Per microscopic analysis, sem results showed that the separated area of the outer member of the smart flex 5x150 vas 120 cm unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the outer member material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer member material was induced to a tensile force that exceeded the braid wire and outer member material yield strength prior to the separation. No other anomalies were observed during sem analysis. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was not confirmed since the event reported cannot be properly determined due to the nature of the complaint. Although the stent was received fully deployed from the unit, the device seems to have been procedurally used since several kinks were observed on the catheters¿ outer member as well as visible blood residue on the device. Moreover, the outer member was observed separated, as received. However, sem microscopic analysis results showed that the separated area of the outer member of the unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the outer member material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer member material was induced to a tensile force that exceeded the outer member material yield strength prior to the material separation. Nonetheless, the cause of the separated condition and kinks observed on outer member could not be conclusively determined during the analysis. Procedural and or handling factors such as vessel characteristics of chronic total occlusion (cto) with moderate calcification as well as the user using tensile forces may have led to the observed separation and kinks on the device. According to the instructions for use, which are not intended as a mitigation of risk, "safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: right lower limb arterial angioplasty + catheter t. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported that the delivery shaft and cover of the 5mm x 150mm 120cm smart flex vascular stent system were unloaded during release, which makes it impossible to continue to expand after half of the stent was released. Finally, the stent was removed by surgical incision of the blood vessel. The device is expected to be returned for analysis.